Manufacturer narrative:
(B)(4). Product investigation was completed. This lead was subjected and passed continuity test. Also the lead was subjected to the "electrial" test and it failed. Lead have not met specifications. Product investigation provides additional information. X -ray analysis showed the inner coil stretched and protruded through to the outer coil at lead distal end, which likely caused hipot test to fail, indicating electrical shorts between conductors. There is reasonable evidence suggesting that this damage could have likely happened at explant damage.

Event description:
It was reported that this right ventricular lead was explanted due to high pacing thresholds. The lead was replaced for a new one. No additional adverse patient effects were reported.